Event description:
It was reported to philips that the system was out of service as the uninterruptible power supply was damaged. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) received a complaint that system was out of service as the uninterruptible power supply was damaged. The ups was not serviced or supplied by philips, it is an external ups under the customer's responsibility, and there was no work performed by philips. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party ups failures may occur that can cause the reported problem. This scenario includes situation in which is related to the third-party ups problem and this ups is not a part of the philips component. Since the malfunction of third-party ups would not be considered a device malfunction of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.